Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000314, serial/lot #: (B)(6) rev.1 h2-3) the mobile view station (mvs) keyboard was returned to the manufacturer for evaluation. After functional testing and visual/ph ysical examination, the reported issue was confirmed. The results of the analysis concluded that the keyboard had a right click key that was unresponsive. The keyboard was mechanically damaged. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000314 (lot: -); product type: 2560-mnav - o-arm system h3: the system was serviced in the field and the mobile view station (mvs) keyboard was replaced. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's keyboard was no longer responding. The roof may have had a leak and water may have damaged the keyboard. The site also said pointing and clicking with the mouse did not work. There was no patient involvement.